Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop break.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when cutting the second polyp, the control wire broke as they tried to close the snare. The procedure was completed with another of a different device. There were no patient complications as a result of this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.